Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient's attorney reporting allegations of lung disease. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The manufacturer received information that the patient alleging lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There were no errors found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit passed final test. The following sections have been corrected/updated in this report: in box b: adverse event/product problem has been corrected. In box d: product brand name, model number, catalog item identifier and product UDI have been updated. In box e: reporting address city and state have been updated. In box h: device evaluated by mfg., evaluation method code, evaluation results code and conclusion code grid has been updated. In box d: device avail for eval & date returned has been updated.